Event description:
S. H. (Instagram tag "hardboileddanslerue"), canada end-user posted: "got patched up back in hamilton seems I broke my wrist last week due to the dumb ass @ottobockde cockpit app which requires a manual switch every time I get on or off the bike, eventually you forget and boom!" Patient forgot to switch knee out of biking mode when walking and fell. Patient was distracted after cycling and did not switch knee into walking. He got into the condo elevator with no issues because he was taking small steps. He took a big step getting off elevator and fell date event occurred: (B)(6) 2021. The end-user is complaining about the cockpit-app in combination with the medical device (c-leg - external above knee prosthesis) itself.

Manufacturer narrative:
According to the event description the user points out that he unintentionally release stance because he forgot to switch from mymode into basic mode ("patient forgot to switch knee out of biking mode when walking and fell.", "patient was distracted after cycling and did not switch knee into walking.").

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
(B)(6) end-user posted: "got patched up back in (B)(6) seems I broke my wrist last week due to the dumb (B)(6) @ottobockde cockpit app which requires a manual switch every time I get on or off the bike, eventually you forget and boom!" The end-user is complaining about the cockpit-app in combination with the medical device (genium - external above knee prosthesis) itself.